Event description:
On 08/01/97 the account reported an erratic result of <2.5mg/l for phenytoin, which was run on the axsym analyzer. Before the result was reported, the sample was run again and a result of <2.5m/l was rec'd a second time. The result was questioned on 08/06/97 and a repeat was requested. The operator repeated the sample from the primary tube and obtained a result of 25.1mg/l. The sample was also repeated from the aliquot tube and results of 24.1/26.1 mg/l were obtained. According to info from the account, an alert or flag was given with the first reported result. No report of injury. Further info from the account on 08/28/97 indicated they are aware of issues related to results being erratic. The account stated the erratic result may have been caused by the operator, due to sample integrity.

Manufacturer narrative:
Internal identifier # 2701493-01. The event represented is addressed in the device labeling. A malfunction did not occur. Code 81: the customer declined to investigate the instrument over the phone, declined as service call, and was unwilling to provide info. Additional follow-up with a technical service specialist (tss), requested by the customer occurred. The customer again declined a service call and any preventative maintenance from the tss. An investigation performed by the customer determined that there was no additional need for instrument related service, as "customer states they are aware of issues" and determined "the tech was at fault due to sample integrity issues." Axsym operations manual (feb 96-r3), section 10, under "observed problems" notes specific sample integrity issues (pages 10-269 and 10-270) as probable cause for "results erratic, discrepant, and/or experiencing imprecision." Adequate labeling exists to minimize any risk to pt results. This is the final report.